Event description:
It was reported that during a lap hysterectomy and a colpopexy, an error 3 occurred during pre run testing. The disposable was removed and re-attached and re-torqued but error 3 still occurred. The case was completed with ligasure. The rep reports the patient did fine and assumes she is in recovery at the facility.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 4 to occur.